Event description:
It was reported to boston scientific in 2008, that a corflo cubby low profile gastrostomy device was placed on the same date. According to the complainant, the locking tab of the right angle feeding tube was broken. Reportedly, the device was replaced with a different device (unknown product/manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.